Event description:
It was reported that the physician complained of difficulty engaging set screw in atrial port during upgrade procedure. The pulse generator was explanted and replaced. The patient was stable.

Manufacturer narrative:
Final analysis found composition of epoxy contamination in the connector block threads that may be traced back to manufacturing anomaly. Field complaint of the setscrew getting stuck may be resulted from the anomaly found.